Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance low out of range. The device recorded a fc1004 message. The patient is in slow ventricular tachycardia (vt) and is device dependent. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5. Describe event or problem. H6. Device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance low out of range. The device recorded a fc1004 message. The device delivered a shock due to electromagnetic interference (emi). The patient is in slow ventricular tachycardia (vt) and is device dependent. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance low out of range. The device recorded a fc1004 message. The device delivered a shock due to electromagnetic interference (emi). The patient is in slow ventricular tachycardia (vt) and is device dependent. The device remains in service. No adverse patient effects were reported.